Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the fast-fix 360´s t implant fell off when the suture was tightened. The procedure was completed with a competitor device. It is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: part of the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret1 setting with a length of cut suture and no implants. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated.